Manufacturer narrative:
It was reported that an intermittent squeaking sound was coming from the cardiohelp without affecting the function. The failure occurred during treatment and the cardiohelp was exchanged by the time an exchange of the hls set was necessary. No harm to any person has been reported. As the cardiohelp was exchanged during treatment, a report is needed. A getinge field service technician (fst) was sent for investigation. The failure could not be replicated and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The affected hls set was not available for further investigation as it was scrapped by the customer. Therefore, no exact root cause could be determined. According to the fst the most probable root cause was a defective hls set, as the customer stated the noise was coming from the disposable. Further, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: user does not properly attach the device components and/or accessories (e.g., extended mast, emergency drive, disposable, transport holder and other accessories) user puts force on the device (e.g. Leans on the handle)the device components and/or accessories are not fixed together the user didn´t mounted the hls module to the cardiohelp drive or user didn't mounted the hls module correctly to the cardiohelp drive. According to the instructions for use (IFU) of the cardiohelp device, chapter ¿general precautionary measures during use¿ it is stated that if the centrifugal pump makes any abnormal noises, the disposable on the cardiohelp-I (e.g., hls set advanced or quadrox-ir) should be changed. The review of the non-conformities has been performed on 2024-06-03 for the period of 2019-04-03 to 2024-05-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-04-03. Based on the results the reported failure "intermittent squeaking sound coming from cardiohelp" could not be confirmed. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that an intermittent squeaking sound was coming from the cardiohelp without affecting the function. The cardiohelp was exchanged by the time an exchange of the hls set was necessary. No harm to any person has been reported.